Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a atrial fibrillation radiofrequency ablation procedure. During the procedure the irrigated tubing on catheter broken off. The catheter was replaced and the procedure was completed with no patent complications being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that that a intellanav mifi open-irrigated ablation catheter was used in a atrial fibrillation radiofrequency ablation procedure. During the procedure the irrigated tubing on catheter broken off. The catheter was replaced and the procedure was completed with no patent complications being reported.

Manufacturer narrative:
Updated: date of event visual inspection of the device showed the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint, therefore, the reported complaint is confirmed.